Manufacturer narrative:
The autopulse platform was returned to zoll on 10/24/2014 for investigation. Investigation results as follows: visual inspection of the returned platform showed that the battery clip was bent. The physical damage found during visual inspection is not related to the reported complaint of the platform displaying a fault code 7 at initial startup. The damage appears to have been caused by normal wear and tear (autopulse manufactured in july of 2007). Review of the autopulse platform's archive was performed and did not confirm the reported complaint. The archive data showed that no sessions occurred on the reported event date of (B)(6) 2014. Upon power up of the returned platform, a user advisory (ua) 7 message was observed. Functional testing could not be performed due to the ua 7 fault. In addition, load cell characterization testing indicated that load cell module 2 was not functioning properly. Based on the investigation, the parts identified for replacement were the load cell module 2 and the battery clip. In summary, the reported complaint of the platform displaying a fault code 7 at initial startup was confirmed upon functional testing. The fault was found to be due to a defective load cell module. The physical damage observed during visual inspection is unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and passed all testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message at initial start-up. No adverse patient sequelae was reported. No further information was provided.